Manufacturer narrative:
(B)(4). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same or similar issue identified thirty-five complaints for part (item) number and one additional complaint was identified for that part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain)¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated MFR report number: 0001825034-2018-00828, 0001825034-2018-00834, and 0001825034-2018-00835. Concomitant medical products: vngd xp intlk fmrl lt 60 mm- part: 195214 lot 277150, vgxp xp e1 tib brg ll 9x71- part 195814 lot 126870, vgxp xp e1 tib brg lm 9x71 part: 195884 lot 158060. This report is being submitted late as it has been identified in remediation CAPA (B)(4).

Event description:
Clinical study (B)(6) reported that following a left total knee arthroplasty procedure the patient reported experiencing problems with activities of daily living as well as moderate pain/severe pain 6 months post-operatively.